Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal IFU states that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A 6f angio-seal vip device was deployed at the arterial femoral bifurcation with peripheral vascular disease on (B)(6) 2016. The patient presented on a later date with right leg pain, reported to have existed since the deployment of the device. The patient underwent peripheral intervention on (B)(6) 2016. A balloon angioplasty was performed following an initial angiogram, revealing a completely occluded common femoral artery. Blood flow was restored, but an additional angiogram revealed clots in the lower leg. A thrombolytic drip catheter was placed in the lower leg and a tpa drip was hung for 24 hours, resolving any further issues. The anchor and collagen remained in the patient.